Manufacturer narrative:
As reported, the double arm meniscal repair needle and/or the broken piece that was removed on (B)(6) 2015 are not expected for evaluation, as both were discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the alleged "breakage" was unable to be determined. (B)(4). To date, there have been no patient long term adverse effects reported for this device. The risk analysis was performed and the risk related to the needle tip breakage has been evaluated as acceptable. The double armed suture needle is an implantable suture device which facilitates percutaneous or endoscopic soft tissue repairs, including the repair of the meniscus. To reduce the risk of needle tip breakage and patient injury, the information for use (IFU) provides the user the following precautions and warnings: preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. The double armed suture needle should only be used with the designated surgical instruments as outlined above. The device should be inspected for damage prior to use. Do not use a damaged device. It is the surgeon's responsibility to be familiar with the appropriate surgical technique prior to use of this device. The risk of premature failure is reduced by following the specified instructions for use listed below. Improper insertion technique may cause breakage of the device or suture or premature failure.

Event description:
The end-user facility reported that on (B)(6) 2015, a double arm meniscal repair needle was used in a left knee arthroscopic anterior cruciate ligament (acl) reconstruction with patella tendon autograft. Reportedly, the surgery was completed with no problems or surgical complications noted. However, the report further stated during a post-operative follow-up with the surgeon and "x-ray taken showed foreign body in the knee". The patient was brought back to surgery on (B)(6) 2015 and a piece of the double arm meniscal repair needle was identified and removed. The revision surgery was completed as planned to date, there has been no additional information received regarding the patient's demographic information or any indication that a long term adverse effect has occurred.